Manufacturer narrative:
Medtronic received the following information from a journal article entitled; extended thoracic endovascular aortic repair for residual aortic dissection after type a aortic dissection repair iida y, hachiya t, asano r, inoue s, fujii s, sawa s and shimizu h. Vascular 0(0) 1¿6 doi: 10.1177/1708538120988418. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia, valiant navion and non mdt stents grafts were implanted in patients for extended coverage of the descending thoracic aorta by thoracic endovascular aortic repair (tevar) for residual chronic type b aortic dissection after type a aortic dissection (taad) repair. The following malfunctions were observed; false lumen perfusion.